Event description:
It was reported that before surgery, it was found that the endotracheal tube cuff was leaking the air. The procedure was completed with backup product. There was no procedure delay and there was no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that visually, there were biological contaminants on the distal end of the device, including the tip and cuff balloon. Portions of the wire harness were cut and were not returned. Functionally, a syringe was used to inject 20-cc of air into the balloon and there were no issues during inflation or deflation. The balloon was re-inflated and deflated multiple times and no leakage was observed. For further analysis, a leak test was performed by submerging the balloon and inflation assembly, at separate times, under water and no bubbles (leakage) were detected. In the returned condition, there was an out of specification condition that was related to the complaint. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.